Event description:
Customer reported that he had unexplained low blood glucose. Customer stated that the paramedics were called and he was transported to the hospital. Customer blood glucose reading was low when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.